Manufacturer narrative:
(B)(4). Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No low battery alert or replace battery now alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was stated that the customer got replace battery now alarm. Customer¿s blood glucose level was 122.4 mg/dl at the time of the incident. Troubleshooting was assisted for replace battery now alarm and customer stated that he did not get a low battery alert prior to the replace battery now alarm in alarm history. Customer states there were not unattended alarms. Customer states the battery was not previously used. Customer states the pump was not dropped. Customer states the battery cap is not loose, cracked or damaged. Replace battery alarm 6am- replace battery and changed the battery ba10 and got unexpected battery power loss alarm. The insulin pump will be returned for analysis.